Manufacturer narrative:
This report is submitted on october 17, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced discomfort with device use; subsequently on (B)(6) 2017 the internal magnet was explanted. The patient was re-implanted with a magnet at newly created implant site superior to the previous site.